Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was working and then "dropped" off the network. Then the cns started displaying the network disconnect message soon after. Tech support (ts) requested the customer confirm that the equipment in the network closet is still powered on, and no errors were present. They confirmed that all the equipment in the closet are up and running and that no layer 1 equipment has been recently damaged. They rebooted the cns which did not resolve the issue. Ts also had the customer connect a monitor to this wall port using the same lan cable and try to ping the monitor. They stated that they were able to ping the monitor and see it listed in the host table. Ts informed the customer that would indicate that there is an issue with the cns unit itself. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was working and then "dropped" off the network. Then the cns started displaying the network disconnect message soon after. Tech support (ts) requested the customer confirm that the equipment in the network closet is still powered on, and no errors were present. They confirmed that all the equipment in the closet are up and running and that no layer 1 equipment has been recently damaged. They rebooted the cns which did not resolve the issue. Ts also had the customer connect a monitor to this wall port using the same lan cable and try to ping the monitor. They stated that they were able to ping the monitor and see it listed in the host table. Ts informed the customer that would indicate that there is an issue with the cns unit itself. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) /2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was working fine then "dropped" off the network, and then displayed a "network disconnect" message. Rebooting the cns did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was working fine then "dropped" off the network, and then displayed a "network disconnect" message. Rebooting the cns did not resolve the issue. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer stated they would set up a consignment unit in place of the reported unit and would decide if they wanted to repair the cns. A serial number review revealed an additional unrelated complaint after this event. This would indicate that the unit was in use after the event and was no longer experiencing the network disconnect issue. Nihon kohden patient monitoring devices rely on ethernet networking for inter-device communication. Possible causes for network connection issues may be a poorly connected network cable, incorrect network settings, the monitor is not selected as a monitored bed at the cns, or a faulty network cable/hub. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints that were caused by a device deficiency. The following fields contains no information (ni), as attempts to obtain the information were made, but nt provided. A2 - a6 b6 - b7 d10 attempt #1 05/20/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/24/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/13/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was working fine then "dropped" off the network, and then displayed a "network disconnect" message. Rebooting the cns did not resolve the issue. No patient harm was reported.